Event description:
It was reported that the connection at the end of the bag of two (2) homechoice cassettes separated from the bag. This was occurred during setup of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to e1: initial reporter e-mail: (B)(6). (Previously submitted as ni) correction made to g1: the devices were manufactured at one of the following facilities (previously submitted as ni): baxter healthcare - dominican republic. Carretera sanchez km 18.5. Parque industrial itabo, piisa. Haina, san cristobal 91000. Dominican republic. Baxter healthcare - mountain home. 1900 n highway 201. Mountain home ar 72653. United states. Additional information was added to h6 and h10. H10: the devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.